Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The clinic contacted boston scientific technical services (ts) as they were unable to locate the out of range measurement on the remote home monitoring system's website. Ts explained that the impedance test is ran every 21 hours, thus there are times where two measurements are taken in a single day. Only the second measurement within the day is displayed. So if the first measurement was out of range but the second measurement was within range, the value of the out of range measurement will not be seen. Ts suggested further evaluation. The patient was brought into the office where the out of range measurement was not able to be replicated. After further discussion it was found that the out of range measurement occurred on the same day and at the same time the patient was having surgery on their shoulder. Subsequently it was determined that the out of range measurement was a result of electromagnetic interference (emi). The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.